Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage.

Event description:
Customer reported via phone call that the crack was seen on lcd screen. The customer¿s blood glucose level was 136mg/dl at the time of the incident. Troubleshooting was not performed. The product will be returned for analysis.